Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was in the 83 mg/dl to 201 mg/dl range. Reportedly, the customer continued using the pump for insulin therapy.